Event description:
Reporter states while end user was going forward using the chin control the patient removed the patient's chin and chair continued to roll about 10 more feet running into people. Reporter states end user was unable to control the chair and make it stop because of the pt's elderly age. No injuries reported.